Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b2, b5, f10 (patient code).

Event description:
Edwards received notification that a 21mm aortic pericardial valve was explanted after an implant duration of approximately six (6) years and four (4) months due to pannus growth and calcification leading to aortic stenosis and regurgitation. The explanted valve was replaced with a 19mm 3300tfx aortic valve. During the same surgery, a physio ii ring was also implanted in mitral position. Intraoperatively, the procedure was complicated by injury to the right and left main coronary arteries. The patient received bypass grafts to both coronaries. Initially, she was brought to the ICU on intra-aortic balloon pump (iabp) as well as vasopressor infusions. Over the subsequent days she was weaned down on her vasopressors and the balloon pump was removed, and she was recovering well. On pod #3, the patient started to experience ongoing decline with worsening lactic acidosis and required high dose of inotropic and vasopressor support. Echo revealed severe decreased left ventricular function, and a intra-aortic balloon pump was placed. Coronary angiography showed loss of perfusion to the left coronary graft, and this could not be salvaged with endovascular means. Patient was brought back to ICU on intra-aortic balloon pump and high doses of vasoactive support. After discussion, ongoing care was deemed to be futile, decision was made to remove the intra-aortic balloon pump and patient passed away.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Customer report of pannus, calcification, and stenosis were confirmed through observed calcification and host tissue overgrowth. Report of regurgitation was confirmed through observed rolled leaflet from host tissue overgrowth. X-ray demonstrated wireform intact, moderate calcification on leaflets 1 and 3, and calcification nodules on leaflet 2. As received, the wireform of the valve was pushed inward around leaflets 1 and 3 into an ovular shape. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 on the inflow aspect and 7mm on leaflet 3 at the outflow aspect. Host tissue on the stent circumference was moderate at the outflow aspect. The free margin of leaflet 3 was rolled towards the outflow aspect from host tissue overgrowth and created a gap in the central coaptation region. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Leaflet 1 had a 4mm tear near commissure 2 and leaflet 2 had a 5mm tear near commissure 2. Leaflet 3 had a 4mm tear near commissure 3. Calcification was evident near the tears. Sewing ring was cut off around the valve and was not returned. Wireform was exposed all around the valve on the inflow aspect and on commissure 3. Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Calcification plays a major role in the failure of bioprosthetic heart valves. Calcification of valves occurs as a progressive, time-dependent process. Tissue valve calcification is initiated primarily within residual cells that have been devitalized. Initial calcification deposits eventually enlarge and grow into a mass, which stiffen and weaken the tissue and thereby cause the prosthesis to malfunction. The mineralization of a biomaterial is generally enhanced at the sites of intense mechanical deformations generated by motion, such as the points of flexion in heart valves. Ultimately, the result of calcification is valve failure due to tearing or stenosis. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. Host fibrous (pannus) tissue growth is expected in all prosthetic/bioprosthetic heart valves and largely attributable to the host response (such as the foreign body reaction) to the implants. In vast majority cases, the pannus tissue is from surrounding native anatomy such as annulus. The time course and severity of pannus growth is largely variable among the patients. The underlying mechanism is still not fully understood, but it is generally believed that the patient factors (such as patient immune system, age, other comorbidities, local anatomy et. Al.) May play important roles in pannus growth in bioprosthetic heart valves. In this case, the root cause was due to calcification and host tissue overgrowth, which restricted leaflet mobility and led to stenosis. The calcification observed in this case was most likely due to a progression of the patient¿s underlying valvular disease pathology combined with the patient¿s other underlying risk factors. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that a 21mm aortic pericardial valve was explanted after an implant duration of approximately six (6) years and four (4) months due to pannus growth and calcification leading to aortic stenosis and regurgitation. The explanted valve was replaced with a 19mm 3300tfx aortic valve. During the same surgery, a physio ii ring was also implanted in mitral position. No other details were provided.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The root cause of this event cannot be conclusively determined with the available information. However, this event is most likely impacted by the progression of the patient¿s underlying valvular disease pathology with structural valve deterioration. The subject device has not been returned for evaluation. The device history record (DHR) could not be reviewed, as the device serial number was not provided. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that an edwards device was explanted after an implant duration of approximately seven (7) years due to a defective leaflet. A magna ease valve was implanted in replacement. No other details were provided.